Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as raw, bleeding and burning. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to apply neosporin and temporarily remove the device due to discomfort and skin irritation. Outcome of the skin irritation is unknown.